Event description:
The customer reported that the surgeon activated the monopolar pencil and the bipolar forcep activated on its own at the same time. The pt sustained a superficial burn, 1mm in length on the neck. The hosp biomedical engineer tested the unit in the operating room and found energy coming out of the bipolar when the monopolar was activated. When the unit was tested in the biomedical engineering dept, no problems were detected. The generator is still at the customer's and the hospital has not yet consented for eval by covidien. The pt has recovered.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.